Event description:
It was reported that the patient experienced prolonged hyperglycemia after a supply change attempt with the ilet during which insulin delivery was not occurring overnight, with a reported fingerstick of 501 mg/dl and device alerts for glucose above 300 mg/dl. Symptoms included lightheadedness, shakiness, and feeling unwell, and large ketones were reported. Outcomes included elevated glucose for more than 13 hours without use of backup insulin therapy, with the patient ultimately reporting that glucose later returned to normal and no hospital visit occurred. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed an unclear cause of hyperglycemia in the context of interrupted insulin delivery during a supply change, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.